Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 660 mg/dl. Cause of bg level was not known. Customer went to the emergency room with high ketones identified as life-threatening by a healthcare provider and was subsequently admitted to the hospital. Customer was treated with intravenous fluids of saline and insulin resolving the issue with no permanent damage. Customer declined to provide further information.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.